Event description:
In 2008, the pt reported that she began experiencing low blood glucose 2 weeks ago. She stated that her blood glucose has been as low as 23 mg/dl at least 5 times. Symptoms of low blood glucose are sweating and the inability to communicate, think or focus. The past 2 nights, the pt's family have given her assistance because she is unable to recognize when her blood glucose is low. Tonight, the pt's aunt arrived at her house and her blood glucose measured 26 mg/dl at 7:18 pm. She was given a soda and 4 glucose tablets. At 7:33 pm, her blood glucose measured 35 mg/dl and 15 mins later, it measured 31 mg/dl. The pt's aunt assisted her with disconnecting from the infusion device. At 8:09 pm, the pt's blood glucose measured 245 mg/dl. Initially, the pt believed the issue was due to lumps at her infusion site. She stated that she is insulin resistant. Now the pt believes that the infusion device may be over delivering insulin. The time and basal rates of the infusion device were confirmed to be correct. She stated that she has been experiencing stress and she is taking an antibiotic eye medication due to recent eye surgery. The pt advised to consult with her physician. Her daughter assisted her in setting up the backup infusion device. Product was replaced and requested to be returned for eval. Upon f/u, the pt stated that her blood glucose had returned to normal. The pt did not require medical assistance form a healthcare professional or second party to address the issue.